Event description:
The initial reporter questioned low results for approximately 10 patient samples tested for sodium electrode (na) on 2 cobas pro ise analytical units on the same line. Analyzer a serial number was (B)(6). Analyzer b serial number was (B)(6). An example of discrepant results was provided for 1 patient sample. The initial result from analyzer a using electrode lot number ehh64 was 126.9 meq/l. The repeat result from analyzer b using electrode lot number dvb68, expiration 15-apr-2026, was 127.7 meq/l. The sample was repeated on a different cobas pro analyzer, and the result was 137 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The na electrode used with analyzer a was ehh64 with an expiration date of 14-jun-2026. The na electrode used with analyzer b was dvb68 with an expiration date of 15-apr-2026. For analyzer a: calibration was last performed on 11-sep-2025 with no issues. Qc was acceptable before the event. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found excessive buildup in the waste path. The fse cleaned and decontaminated the instrument. For analyzer b: calibration was last performed on 11-sep-2025 with no issues. Qc was acceptable before the event. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the mixing vessel was contaminated. The fse cleaned the mixing vessel, replaced the sample probe, and cleared the vacuum nozzle. Ise checks and precision testing were performed. For both analyzers: the service actions resolved the issue. The investigation determined the event was due to maintenance issues.